Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The reporter's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.6 - 3.2 inr): qc 1: 2.7 inr. Qc 2: 2.7 inr. Qc 3: 2.7 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 0%. Medwatch field occupation - the occupation is lay user/patient.

Event description:
The initial reporter stated he received a discrepant result when testing with coaguchek xs meter serial number (B)(4). At 10 a.m., a sample from the patient was tested using the meter, resulting with a value of 7.4 inr. Within 30 minutes of the meter test, a sample from the patient was tested in the laboratory using the dade innovin method, resulting with a value of 5.2 inr. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is every two weeks.